Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Additional information received reported that new programs were added, however they were still experiencing shocking sensations. The patient spoke to the manufacturer representative and were told to try turning off for a couple of hours then turn back on. To this day, they still have to do this and would discuss with the surgeon.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that there was shocking occurring daily. The patient fell on her stomach and got knocked unconscious, paramedics were called, and she was hospitalized for a few days. The patient had an electrocardiogram, a mammogram, an x-ray, and an ultrasound on her neck. The patient had a concussion from the fall, and that was the reason for the hospital stay. The patient turned the device off two days prior to the report because she could not take the symptoms anymore. The shocking/getting electrocuted was gradually getting more intense. Her jerking and pain has come back from myoclonus since she did not have stimulation on. The wall of chest had a pulling sensation that has gone away now since turning the stimulation off. However, on the right side, she has a knot and she feels a pinching now. The patient reports that she is in chronic pain right now since turning off stimulation. The patient has been constantly falling since the first fall because her head is still not right. The patient reported feeling a burning sensation near right flank when using the stimulator. The x-ray confirmed that the lead appears to have migrated down and to the right. An impedance test was done and the manufacturer representative reprogrammed the device. The burning sensation near the right flank was resolved as of (B)(6) 2016. The patient¿s status at the time of the report was alive with no injury. No surgical intervention occurred, and no surgical intervention was planned.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.